Event description:
A malfunction alarm was reported. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reappears.